Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - screws: locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent open reduction internal fixation surgery for left distal radius fracture with tcp implants. When removal of the implants, 3 of the 4 locking screws used for distal fixation had been broken at the neck of the screw head. The broken screw shafts were protruding from the surface of the bone, and the removal of the screw shafts was completed without additional procedures. The surgery was completed successfully within 30 minutes delay. No further information is available. Concomitant device reported: unk, plates: distal radius (part# unknown; lot# unknown; quantity:1) .unk, screws: locking (part# unknown; lot# unknown; quantity:1). This complaint involves (3) devices. This report is for (1) unk, screws: locking. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h6 - codes updated to imdrf codes. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.